Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). It was also reported that the device is not available for analysis. This report is filed january 2013, 2014.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.